Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error and no delivery. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but there was some moisture on the surface of the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 119 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with cracked reservoir tube lip, cracked belt clip slot and minor scratches on lcd window.